Event description:
Pt was taken to or for placement of vena cava filter for dvt and gi bleed prohibiting systemic anticoagulation. Under local sedation, a .025 inch guidewire was advanced down an indwelling triple lumen. The triple lumen was removed and initial smaller dilator was advanced over the wire. The .025 wire was exchanged for .038 wire which was advanced through the indwelling dilator and under fluoroscopic guidance, this wire was advanced through the right atrium to the atrial caval junction. The remaining dilator was used as well as the introducer sheath, for the capsule. At this time, the pt's vital signs deteriorated and subsequently, epinephrine was given and CPR begun. The pt regained sinus rhythm and the blood pressure stabilized. Because of the pt's unstable condition, the capsule was injected at l, -l2 without benefit of fluoroscopy. The 9600 c-arm circuit breaker (cb1 at the bottom rear of the workstation) tripped, thus shutting down the machine. Upon resetting the breaker, the machine re-booted and worked normally for a brief time when the circuit breaker tripped again. This happened a total of three times causing absence of fluoroscopy for a period of 5-10 mins. The catheter system was withdrawn and the pt appeared fairly stable. However, within 5-10 mins the pt became hypotensive and bradycardic and required CPR. Discussion with the family revealed they wanted everything done for the pt. The pt was prepped for an open thoracotomy and placed on percutaneous support. During mediastinal exploration, a tamponade as well as 1-2 lacerations of the free wall of the right ventricle were identified. Release of the tamponade, repair of the right ventricle laceration, pulmonary artery exploration, placement of a triple lumen central venous catheter and placement of an arterial line were performed. The pt was transferred in critical condition to ICU where she was maintained until the time of her death on 9/21/96.